Event description:
A request was received by the mda from the user facility to examine a sims graseby ms16a syringe driver that had been in use at the time of the death of a female geriatric pt at the user facility. The incident had occurred on 10/24/99. The syringe driver was started at 19:30 hrs on 10/23/99 at the rate of 2mm/hr. The syringe driver was checked at 10:00 hrs the following day & was found to be empty. It was reported that the nursing staff believed approx half the syringe contents had been delivered in 3 hrs. The pt died on the 10/24/99. The mda were informed that as the cause of death was found to be a pulmonary embolism an inquest would not be held. There was no information on how the delivery in three hours was determined.